Event description:
It was reported that the patient's right atrial (ra) lead was failing to capture. Fluoroscopy was performed which should the ra lead was dislodged. The lead was explanted and replaced. The patient was stable throughout.